Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the ultrasafe b100l ng green bulk amg has been found experiencing three occurrences of safety mechanism failure before use. The following has been provided by the initial reporter: after removing the syringe from the pack, the needle guard slid off.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Retained samples: 36 retained samples were inspected. All samples had both latch finger on their non-activated place, no damage, missing features, or partial activation were found. Based on the investigation conclusion the defect occurred due to misuse of the combination product.

Event description:
It has been reported that the ultrasafe b100l ng green bulk amg has been found experiencing three occurrences of safety mechanism failure before use. The following has been provided by the initial reporter: after removing the syringe from the pack, the needle guard slid off.